Event description:
Received information that a malfunction code occurred. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow up report will be submitted.